Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with ventricular assist device (vad) alarms. The patient stated they had just arrived at their dialysis clinic when the vad began alarming driveline power fault alarms. The caregiver brought the patient to the ed immediately. Upon reviewing the system controller parameters, all appeared normal with the exception of the driveline power fault alarm. Files were downloaded and preparation was made to replace the modular cable. The patient's backup system controller was configured to be placed in the primary position with the new modular cable. The original primary controller was placed in the backup position. The patient tolerated the replacement well and the system performed as intended without any alarms once the new modular cable was put into operation. Log files were submitted for review and confirmed the reported driveline power fault. The fault appeared to be associated with abnormal monitored values from power line b. The pump itself appeared to be operating within normal parameters. The patient did not report any water ingress and there were no real overt signs of trauma nor damage to the modular cable. It was uniformly discolored a gray color from age but displayed no evidence of sheath tears nor acute angle bends which would be suspicious. The modular cable would be returned for evaluation. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Section d1: corrected section d4: corrected model, catalog number and UDI manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log file. The controller event log file contained data spanning 24 days (08jan2024 ¿ 31jan2024 per the timestamp). A driveline power fault alarm activated at 6:24:07 on 31jan2024 due to the current on line b dropping below the threshold amperage. The alarm remained active for the remainder of the log file, which ended at 7:42:08 on 31jan2024. The pump maintained a speed within the expected range without issue throughout the log file. It was reported that the exchanged system controller will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault, power cable disconnect, no external power, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that all alarms were resolved after system controller and modular cable replacement.